Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow up, the right ventricular lead exhibited decreased sensing. The patient was asymptomatic and would continue to be monitored.